Event description:
It was reported the patient's ipg appeared to be eroding through the skin. Patient experienced pain and leakage at the ipg site. As a result, surgical intervention occurred to explant the system to address the issue. During the procedure, the s1 lead could not be removed entirely from the foramen and the physician elected to leave the remaining lead fragment in the foramen (related manufacturer reference number: 1627487-2023-01379).

Manufacturer narrative:
Date of event is estimated. A patient experiencing pain/erosion at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.